Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion that won't clear, which were verified through a review of the event history log by the presence of "downstream occlusion!" But it could not be determined if the alarms were true or false. Physical inspection found the downstream tubing guide to be out of adjustment. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a down stream occlusion that would not clear. There was no patient involvement. No additional information is available.